Manufacturer narrative:
Additional information indicated that during the carotid index procedure, the left proximal internal carotid artery was treated with a precise stent (lot #156707723). The lesion was described as 10mm long and vessel diameter was 5.0mm. The patient was discharged with concomitant medications aspirin and plavix for 45 days. The patient was compliant with the antiplatelet therapy. Approximately seven months post index procedure; the patient became asymptomatic and was found to have >50% in-stent restenosis. The restenosis was treated with a 7x30 precise stent from lica to the distal lcca. The patient is currently stable. Complaint conclusion: as reported via medical affairs, a sales account representative reported that a female patient enrolled in the sapphire study experienced in-stent restenosis approximately seven months after the carotid index procedure. Additional information received from the study site reported that at the time of the carotid index procedure the left proximal internal carotid artery was treated with an unknown precise stent. The lesion was described as 10mm long and vessel diameter was 5.0mm. The patient was discharged with concomitant medications aspirin and plavix for 45 days. The patient was compliant with the antiplatelet therapy. Approximately seven months post index procedure; the patient became asymptomatic and was found to have >50% in-stent restenosis. The restenosis was treated with a 7x30 precise stent from lica to the distal lcca. The patient is currently stable. The patient¿s medical history includes recurrent left carotid stenosis, coronary artery disease, CABG, hypertension, high cholesterol, anemia, previous smoker, renal insufficiency, degenerative joint disease, iddm, cataracts, hysterectomy, neuropathy, and hypothyroidism. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU. In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement. Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the limited information provided, without the product available for analysis and no DHR done, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Therefore, no corrective actions will be taken at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease.

Event description:
A sales representative reported to medical affairs that a patient who was enrolled in (B)(4) experienced in-stent restenosis at an unknown date. The patient had an unknown precise stent implanted on (B)(6) 2013 in an unknown carotid artery for unknown reasons. The in-stent restenosis was determined by unspecific test. Per the representative, the event had not been reported by (B)(4). Further information is not available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. (B)(4).